Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother reported the customer had to go to hospital for high blood sugars because the 6mm rapid-d cannula became dislodged and the customer was not aware. No adverse event reported. A request was made for the return of the device.